Event description:
The consumer alleges while driving up an incline, her chair tipped over, causing her to fall out and fracture her tibia/fibula of her knee cap.

Manufacturer narrative:
Consumer reported was transgressing a sidewalk that was under repair. Consumer indicated there was an incline/ramp to this area, and while transgressing this area, they inadvertently had tipped their chair over. Consumer reportedly was not wearing their seat positioning strap at the time of the incident. Consumer is currently working with the dealer to service any damage that resulted. No device malfunction occurred.